Manufacturer narrative:
Additional information received by smiths medical on 01-dec-2020 via email that the event occurred during testing and there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and attached disposable cassette were performed and passed. According to the investigation, the customer reported problem could not be duplicated or verified. However, investigator replace the pump downstream occlusion sensor for preventive measure. The problem source of the reported problem is unknown.

Event description:
It was reported the device gave alarms and would not allow the cassette to attach. No adverse effects reported.